Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-000 section d4, model #, of the initial medwatch report should have stated: v+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of higher peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. During the device evaluation ventec observed that it measured higher peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.